Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) alert was triggered, due to what appeared to be either cautery noise or minute ventilation (mv) oversensing. This likely occurred during a non-device related procedure. There have been no sam alerts, since then. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. It was discovered that this device was explanted but not replaced and was returned to boston scientific for further analysis. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) alert was triggered, due to what appeared to be either cautery noise or minute ventilation (mv) oversensing. This likely occurred during a non-device related procedure. There have been no sam alerts, since then. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. It was discovered that this device was explanted but not replaced and was returned to boston scientific for further analysis. No additional adverse patient effects were reported. This device is no longer in service. Additional information was received that the patient was implanted with a competitors device. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a signal artifact monitor (sam) alert was triggered, due to what appeared to be either cautery noise or minute ventilation (mv) oversensing. This likely occurred during a non-device related procedure. There have been no sam alerts, since then. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.